Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2017 with the following findings: a review of the black box showed no evidence of short battery life; there were multiple replace battery ¿cs128-fb80/00e4¿ alarms observed on 07/13/2017 with a secondary error code ¿fb80/00e4¿ is defined as a post-delivery motor power supply fault. The battery compartment was cracked from threads down to the case seal on the side and the returned battery cap¿s threads were stripped. The returned cap was unable to fit to maintain electrical connection, so a test battery cap was used during investigation. The pump alarmed with a call service ¿cs078¿ alarm upon the first rewind attempt; therefore, further testing of a short battery life could be completed. The pump¿s cover was removed and moisture was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue; cracked battery compartment. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.